Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up visit, it was discovered that the pacemaker had entered safety mode. Consequently, the patient was hospitalized, and a surgical procedure was carried out to remove and replace the device. There were no reports of further adverse effects on the patient, and no additional complications arose. The device is anticipated to be returned. Additional information: despite attempts to obtain product return, no further correspondence was received. Should additional information become available, a supplemental report will be issued.

Event description:
It was reported that during a routine follow-up visit, it was discovered that the pacemaker had entered safety mode. Consequently, the patient was hospitalized, and a surgical procedure was carried out to remove and replace the device. There were no reports of further adverse effects on the patient, and no additional complications arose. The device is anticipated to be returned.